Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient suffers from urinary incontinence, fecal incontinence, odor and back pain. The patient also suffers from a recurring feeling of pressure and/or fullness, nerve problems in her legs and dyspareunia. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.